Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed, during which the component was removed and replaced. There were no patient complications reported.